Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag is more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in the preparation. The root cause was determined to be an internal blower failure. In consequence the blower was replaced. There was no patient or user harm.

Event description:
This c6 is a device that is loaned to customers for repair. It was returned on october 10 and nk service staff inspected its operation. We confirmed that there was a problem with the oxygen level control and a "low oxygen" alarm was generated. The set value is 50%, but the measured value is about 40%. We initially assumed that the paramagnetic o2 sensor had failed and replaced it with a galvanic o2 sensor, but the phenomenon reappeared. Later, when the blower was replaced, the operation became normal.